Manufacturer narrative:
(B)(4). Batch # u5e69k (B)(4). Device analysis: the product was returned or evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was returned with the swing tab in the locked position, and the proximal 7 drivers up and the remaining drivers were down with staples present. Additionally, the reload had the gripping right surface damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. It should be noted that product failure is multifactorial. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during radical resection of colon cancer surgery, could not fire when severing colon tissue on the second firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.